Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The day after event onset, the patient began treatment with intraperitoneal ceftazidime injection (250mg per bag, for 15 days) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.